Manufacturer narrative:
Sent new power supply via ship request form.

Manufacturer narrative:
The failed power supply has not been returned to us for investigation and evaluation.

Event description:
Imp ref#: (B)(4).